Event description:
Information received from abbott's patient device tracking indicated that on (B)(6) 2017, a 27 mm masters series mechanical heart valve was implanted but was explanted due to unknown reasons. Additional information has been requested.

Manufacturer narrative:
An event of a 27 mm masters series mechanical heart valve explant was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.